Manufacturer narrative:
Patient code (B)(6) captures the reportable event stating that the patient was sent to surgery. The device was analyzed. It was put through and passed a series of automated tests which verified functionality, sensing and critical therapy availability commensurate with battery voltage.

Event description:
It was reported that this device was explanted as the device had been migrating and the patient had manually relocated it. There had been no follow up with the physician after the patient having relocated the device. No additional adverse patient effects were reported. The device was returned and evaluated.

Manufacturer narrative:
(B)(4) captures the reportable event stating that the patient was sent to surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was explanted as the device had been migrating and the patient had manually relocated it. There was no follow up with her following physician after doing so. No additional adverse patient effects were reported.